Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s son reported via phone call that the customer was hospitalized due to hyperglycemia on unknown date with blood glucose value of 900 mg/dl. Customer stated they may have disconnected from the pump for an extended period and nursing thought he just wasn't bolusing correctly. Customer was treated with pen or syringe. The device will not returned for analysis.